Event description:
Device 1 of 2: reference MFR report#1627487-2016-00735. It was reported surgical intervention was undertaken during which time the entire scs system was explanted and replaced with a new system . Stimulation was restored postoperatively thus the issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-00735. It was reported stimulation was lost due to the system autoreducing on all programs. Reportedly, system diagnostics displayed high impedance readings on the majority of the contacts on both leads. The sjm representative was unable to establish effective stimulation during reprogramming. As a result, x-rays were scheduled to further evaluate the issue. Follow-up identified x-ray results reveal the leads appear to be kinked at the anchor site. Surgical intervention may be undertaken at a later date.

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-00735.